Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was chosen for implant, using a large flexnav delivery system. After 80% deployment, after turning off control pacing, the electrocardiogram (ECG) waveform became atrioventricular block (avb). There was no change in avb even after pulling up the device to the ascending aorta. The waveform was confirmed while adjusting the depth, but in both cases, delivery system entered from the small curve at 3-3.5 mm on the non-coronary cusp (ncc) side and 5 mm on the left-coronary cusp (lcc) side, making it difficult to adjust the depth. Ultimately, the device was recaptured four times, and the final deployment was made with ncc 3.5mm and lcc 5mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During follow-up on (B)(6) 2023, it was noted that postoperative heart block had not improved, and that the patient had been discharged from the hospital with a permanent pacemaker in place. In the physician¿s opinion, there was a possibility that there was contact with the stimulation conduction system at the time of valve advancement, resulting in complete atrioventricular block (cavb).

Event description:
N/a

Manufacturer narrative:
An event of atrioventricular block was reported. It was also reported that the device was recaptured four times. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."